Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank display. There was no patient involvement. The evaluation of the device has not been completed.